Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, mildly tortuous, de novo, left anterior descending (lad) artery the 2.75 x 20 mm nc trek was used for pre-dilatation and during advancing met resistance with the anatomy. Additional aggressive pushing to advance the device to the lesion resulted in a possible shaft kink. The nc trek was inflated/deflated at the lesion and removed from the anatomy, however, outside the anatomy the shaft separated into 2 pieces. There was no reported adverse patient effect. A 2.75 x 38 mm xience xpedition stent was placed and post dilatation completed with a different nc trek without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Pt weight: rounded; actual weight reported as (B)(6). (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation and the reported difficulty/resistance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.